Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl which was addressed with juice. Customer reported that the pump basal rate needed to be adjusted. Reportedly, customer consulted a healthcare provider regarding basal rate adjustment.